Manufacturer narrative:
The customer reported an intermittent failure to acquire v6 or 12-lead ECG. A philips field service engineer evaluated the unit at the customer site, confirmed the failure, and resolved the issue by replacing the ECG leads trunk cable.

Event description:
The customer reported an intermittent failure to acquire v6 of 12-lead ECG.